Event description:
While wearing the external equipment, the pt reportedly experienced intermittencies. External equipment was exchanged. However, the pt continued to experience intermittencies. In 2005, the pt was seen by a company rep for device efaluation. Testing performed confirmed that the device was no longer functioning.